Manufacturer narrative:
(B)(4). Damaged jaws; dropping/ejecting clips. Evaluation summary: the analysis results found that the er420 instrument (a) was returned with the jaws over twisted. The instrument was cycled and ejected 8 clips due to the condition of the jaws. However, no jamming issues were noted during analysis. The instrument locked out as intended. The analysis results found that the er420 instrument (b) was returned with the jaws over twisted. The instrument was cycled and ejected 13 clips due to the condition of the jaws. However, no jamming issues were noted during analysis. The instrument locked out as intended. An investigation has been initiated to address the root cause of the ejected clips. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure there were 2 devices used, they both jammed during the firing, a third device was used to complete the case.